Manufacturer narrative:
All analyses were judged "positive" with ip messages alerting to sample abnormality. The sysmex xn-1000 instructions for use (IFU), chapter 11 - checking detailed analysis information (data browser), section 11.6 - ip messages, details the method in which the analyzer conveys its findings. Results without an error message are categorized as "positive" or "negative" based upon preset criteria, some of which are laboratory-defined. The system bases judgments on comprehensive surveys of numerical data, particle-size distributions, and scattergrams. Flags and messages, communicated through ip messages, indicate the analyzer's findings and notify of possible sample specific abnormalities. Further verification of accurate results is recommended prior to reporting to the clinician. Chapter 10 - checking analysis data (sample explorer), section 10.1.4 - numerical data of the analysis results, describes the masks and marks that may be added to analysis data. Masks and marks indicate an abnormality in the analysis data. An asterisk [*] indicates the data is unreliable. The initial analysis generated results with an asterisk, indicating the need for further review of the sample prior to resulting. Chapter 15 - technical information, section 15.2 - system limitations and interfering substances, informs of situations where results may be affected. For plts, the IFU notes: "if any of the following are present, the system may erroneously report a low platelet count: possibility of plt clumps, pseudothrombocytopenia (caused by edta typically), giant platelets." Plt clumping was noted on post-transfusion smear reviews. Analyzer performed as designed. The user erroneously released results prior to additional verification.

Event description:
Three samples from the same patient, analyzed between (B)(6) 2020 - (B)(6) 2020, generated low platelet (plt) results. The results were reported to the medical team and the patient was administered a plt transfusion. The medical team questioned the results when the patient's plt results did not increase post-transfusion. Subsequent slide reviews performed on post-transfusion samples revealed plt clumps. There was no harm to the patient reported due to the plt transfusion.